Manufacturer narrative:
Follow up report indicated that the device was explanted. The patient was no longer on antibiotics and is under outpatient wound care. The wound site is healing and there was no report of further complication. The device was not available for return.

Manufacturer narrative:
Nevro is awaiting for the treatment update following antibiotics. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient had shown signs of infection during a follow up visit. At one month post follow up, the patient was provided IV antibiotics and was advised to continue the use of therapy under the guidance of the physician. The physician indicated that the system will be explanted once the course of antibiotics is completed. There was no other report of further complication.